Manufacturer narrative:
Findings: a33 alarm during prime test at 4 pounds and motor error alarm during the basic occlusion test due to moisture damage sensor resistor. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 230 mg/dl at the time of the call. The customer performed a bolus of six units before receiving the motor error alarm. Customer states they are able to complete the rewind sequence but the insulin pump kept alarming a motor error. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.